Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient death occurred. The patient presented with 90% stenosis of the left anterior descending artery (lad), 95% stenosis of right coronary artery (rca) and 100% stenosis of the moderately calcified left circumflex artery (lcx). Following lesion preparation, a 2.50 x 24 mm promus elite was deployed in the lad. The lcx was then treated with a 2.75 x 32mm promus elite followed by deployment of a 2.75 x 38mm promus elite in the rca. After placement of the stents, the patients condition worsened and immediate transfer to the critical care unit was required. Hypotension and chest pain were experienced followed by cardiac arrest. CPR was initiated and continued, however, the patient could not be revived and expired the day after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. The reported events of cardiac arrest, hypotension and chest pain with an outcome of death aligns with adverse events that are already documented as known risks in the product instructions for use and there is no objective evidence in the record to confirm a device deficiency. The medical review assessment states the clinical event cascade and death are anticipated in nature and severity.

Event description:
It was reported that a patient death occurred. The patient presented with 90% stenosis of the left anterior descending artery (lad), 95% stenosis of right coronary artery (rca) and 100% stenosis of the moderately calcified left circumflex artery (lcx). Following lesion preparation, a 2.50 x 24 mm promus elite was deployed in the lad. The lcx was then treated with a 2.75 x 32mm promus elite followed by deployment of a 2.75 x 38mm promus elite in the rca. After placement of the stents, the patients condition worsened and immediate transfer to the critical care unit was required. Hypotension and chest pain were experienced followed by cardiac arrest. CPR was initiated and continued, however, the patient could not be revived and expired the day after the procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous vessel with moderate calcification. The patient's official cause of death was reported as cardiac arrest, and no autopsy was performed.